Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.5/1.0/092 (sphere/cylinder/axis) implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found haptic torn. Claim# (B)(4).